Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the blades stopped spinning. The target lesion was located in the superficial femoral artery (sfa). A 1.6mm jetstream sc atherectomy catheter was selected for use. The device was unable to advance to the posterior tibial artery. During the first pass in blades down, the blades stopped spinning and the lesion would not debulk. The aspiration function was still working when this issue occurred. The procedure was completed with a 2.1mm jetstream. There were no patient complications.